Event description:
A bilateral inguinal hernia repairs using (5x5 piece of prolene mesh by ethicon / johnson & johnsons) has caused permanent pain, recurring swelling of the surgical area and permanent tenderness with pain at the port sight.